Event description:
It was reported that the package of the farawave catheter was difficult to open and the device was contaminated. The sheath was exchanged and the procedure was completed. No patient complications were reported. The device was disposed.

Manufacturer narrative:
Correction to describe event or problem, device was a farawave catheter and not a faradrive sheath. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the package of the faradrive sheath was difficult to open and the device was contaminated. The sheath was exchanged and the procedure was completed. No patient complications were reported. The device was disposed.